Event description:
A crown 23mm, implanted 3 years ago, has symptoms of suspected calcification. Re-do and other treatments are under consideration. The device was not explanted as of 06 apr 2021. The patient is not under dialysis. No further information is presently available.